Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 42mg/dl 2 years ago and is reporting the past event. The customer treated for the low blood glucose with glucose tablets. Customer's blood glucose level was 59mg/dl at the time of the call. Customer declined low blood glucose troubleshooting. No further details given.